Event description:
Caller reported a malfunction on the pump, which did not lead to an adverse impact on the customer¿s blood glucose level. The malfunction code was resettable, and cts assisted the caller in resetting the pump. After resetting, the malfunction did not recur, and the caller was advised to continue using the pump and to reach out if the issue happened again.